Event description:
Account states their qc for troponin t has been drifting low since (B)(6)2007. They have also gotten discrepant patient results and gave the following troponin t results as examples. Patient #1: initial 1.64 ng/ml repeated as 1.17 and 1.17. Patient #2: initial 0.023 repeated as 0.046 and 0.048. Patient #3: initial 0.069 ng/ml repeated as 0.04. Patient #4: initial 0.051 ng/ml repeated as 0.03. No adverse events were reported in association with the incorrect results. The field service representative was unable to determine a cause for the discrepancies. If additional information is received, appropriate notification will be provided.